Event description:
Nellcor puritan bennett received a call from a representative of american home patient on 09/22. American home patient called to report the following problem: constant setting error. Unable to reset, ventilate or turn off.